Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported that a c4614s 36khz curved extended standard tip had foreign material inside the packaging. The issue was found upon incoming inspection therefore there was no patient involvement.